Event description:
Pt contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the pt was implanted with depuy products on the left hip (non-asr); however, do not provide the reason for revision. (B)(6) . A progress note dated (B)(6) 2004 indicated that x-rays showed evidence of poly wear and the surgeon noted that the pt would likely need revision surgery. It is reasonable to conclude that pt's reported revision of (B)(6) 2005 was due to poly wear given the surgeon's memo.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.